Event description:
Boston scientific received information that this pacemaker was pacing at or near the maximum tracking rate due to interaction with beat to beat right ventricular (rv) autocapture, rate smoothing down and fusion management algorithm. The patient came to the emergency room with rapid pacing. Rate smoothing was turned off and the issue was resolved. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.